Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number k072642.

Event description:
It was reported that the abutment screw loosened. The screw was replaced with a new one.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment screw was returned for investigation. Visual evaluation of the as returned product identified that the hex was rounded. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. The device had been placed on tooth #30 for approximately 8 months. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw loosened. The product was returned but the reported event could not be verified based on visual evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'